Event description:
Consumer reports erratic readings with their plink meter. Compared with another meter. Analysis run on clark error grid using competitive reading (297) as ref. Point vs. Bd readings (39) yielded data points in the e range of thegrid, outside of acceptable limits.